Event description:
The reporter stated that the luer lock end that the 10ml syringe attaches to has been coming off easily, thus leaving the line open if not caught. There has been no patient blood loss since the stopcock is turned off to this part of the transducer unless a sample is being drawn. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.